Event description:
Upon removal of epidural catheter from hip surgery patient, a piece "broke off and was retained in patient". Md believes it is a small portion and "it should not become a problem". The patient is aware of the incident and there is no plan to pursue removal. No patient complications were reported.